Event description:
It was reported that error code 45985 was displayed on the pump. It is unknown if there was patient involvement.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed error code 45985. Functional testing confirmed the reported issue. The printed wire assembly was replaced to address this issue.